Event description:
A cartridge alarm 20 was reported during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl and was within a safe range. Technical support assisted the customer in loading a new cartridge using the correct technique, allowing the customer to successfully resume insulin therapy, thereby resolving the issue.